Event description:
Procedure: laparo gynecology. According to the rptr: a new package was opened but a tip part of the instrument broke off into cavity during operation. The surgeon was able to retrieve it without pt injury. Used another to complete the case.